Manufacturer narrative:
H10. H6. The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat event. A review of risk management files found that the reported failures were documented appropriately. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. Factors which can contribute to a blade stall condition includes gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the surgery while resecting, the motor drive unit started making loud noise and then stopped working. In the console it showed shell error. Procedure was resumed, after a surgical delay greater than 30 minutes, with a back-up device. No patient complications were reported.